Manufacturer narrative:
Follow-up #1: date of submission 09/10/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box and histories from the time of the alleged issue have been overwritten due to continued use of the pump. The available black box data does not show any inconsistencies with insulin delivery. The pump passed a delivery accuracy test with no issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter alleged that the pump inaccurately delivered insulin. It was reported that the user had woken up multiple times with blood glucose levels in the 300s mg/dl. The indicated blood glucose (bg) level of 300 mg/dl with no reported signs or symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided, a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.